Event description:
It was reported that, during an ankle arthroscopy, the scope did not focus as the image was foggy. As there was not back up device available, it is unknown how the procedure was completed. No patient injury or significant delay were reported.

Manufacturer narrative:
An evaluation was performed by the supplier. The returned scope was evaluated and it was determined that it was subjected to unauthorized third party repair. We do not support third party repair of our product. All repairs should be handled by the supplier only.

Event description:
It was reported that the scope very does not focus due to it is foggy. No patient injury or significant delay were reported. There was no back up device available.